Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The pt had noteworthy tortuosity and calcification in his arteries. The physician advised the contralateral leg component with a sheath, however, was unable to reach the contralateral gate with the sheath. The physician then advanced the device catheter outside the sheath to deploy the device. The device deployed 1 cm lower than intended. The deployment string broke before the device could be fully deployed. The physician was able to snare the olive and further deploy the graft. The physician then ballooned the endograft and was able to open it completely. The procedure was completed. The aneurysm was excluded and the pt tolerated the procedure with no adverse event. The device catheter was discarded at the facility. Films were read in the field. The physician did not request a response.